Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the info received, the cause of the reported incident could not be conclusively determined. The pacel bipolar pacing catheter instructions for use (IFU) states the user should advance the catheter into the vein and into the heart until the ECG shows contact with endocardial tissue (elevation of the st segment). Electrode position may also be determined by fluoroscopy. The pacel bipolar catheter instructions (IFU) states that cardiac perforation, cardiac tamponade and damage to vessels/valve structures are possible complications that may occur when using the product. The pacel bipolar pacing catheter instructions for use (IFU) states that potential adverse effects may be associated with the pacel bipolar pacing catheter. These include arrhythmias, cardiac perforation, cardiac tamponade, and damage to vessel or valve structures.

Event description:
It was reported a bipolar pacing catheter was selected for use. During the ablation a pt went into heart block and the pacing catheter was inserted. Sometime after the procedure, the pt collapsed and was found to have tamponade. Additional info is not available at this time.